Event description:
Due to severe nickel allergy resulting in chronic severe lower abdominal/pelvic pain, I had to have a hysterectomy removing essure devices from my body, along with my fallopian tubes, uterus, and cervix.